Event description:
A copy of a voluntary medwatch was received with the following info: approximately one month after the index procedure, the pt re-presented with an anterior st-elevation myocardial infarction (stemi). The information also stated that the stemi occurred after the pt stopped taking his antiplatelet therapy medication (plavix) for a period of four (4) days. A catheterization was done and the finding of the procedure was a sub acute thrombosis (sat). Additional info obtained indicated that the sat was treated successfully (procedural details not known) and that the pt did fine post re-intervention. No additional info (product/lesion/procedure) was available.

Manufacturer narrative:
The pt was reported to have presented with a sinus tachycardia and an anterior stemi for the index procedure. The left anterior descending (lad) coronary artery was found to have thrombus. Aspiration of the thrombus was done using an export catheter an possis angiojet. The lad was pre-dilated with a sprinter 2.5 x 15 mm balloon at 8-10 sec. An additional guidewire was placed in the first (1st) diagonal branch. A cypher 3.0 x 23 mm stent was placed in the 1st diagonal and a cypher 3.0 x 18 mm stent was placed in the lad using the kissing stent technique. The residual stenosis post-procedure was 0% and the flow timi 3. The product is not available for evaluation and testing. This report represents two (2) products used during the same procedure with unknown catalog and lot numbers. No additional product info was available. A male pt with a history of cocaine abuse, hypertension, smoking, chd and a family history of cad experienced an anterior stemi and a thrombotic event one month post cypher stent implantations. Initially, the pt was admitted with an anterior stemi and underwent an angiogram that revealed a lesion in the lad/first diagonal. This pt's history and presentation with an ami put him at increased risk for mace. In addition, his presentation with a stemi put him in a hypercoaguable state and at increased risk for thrombotic events specifically. The pre or intra procedural administration of asa, plavix, heparin of gpiibiiia and the performance or recording of acts was not reported. The lesion was described as located in a bifurcation, with thrombus present and requiring double-wire technique. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was first double-wired. Attempts to pass a thrombectomy catheter appear to have been unsuccessful. The lesion was then pre-dilated prior to the placement of a 3.00 x 23mm cypher stent in the first diagonal and a 3.00 x 18mm cypher stent in the lad using kissing balloon technique. The maximum inflation pressures used for the deployment of these stents were not reported. The pt was discharged on medications that included plavix. The post-procedural administration of asa was not reported. One month after the index procedure and four days after the pt had stopped taking his plavix, the pt experienced an anterior stemi. A repeat angiogram revealed thrombus within the previously implanted cypher stents. The treatment of this event was not reported. The products were not returned for inspection. Additionally as the sterile lot numbers were not available, review of the manufacturing records (DHR) could not be performed. The products remain implanted in the pt and are thus not available for eval. There are pt, vessel, procedural and pharmacological factors that may have contributed to this event. Please note that this is the initial/final report for these products.